Manufacturer narrative:
(B)(4). The patient¿s cat bit the line of the cassette during the therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide,¿ which is shipped with every homechoice device. The guide warns the user not to perform dialysis in the same room as pets or animals. It states that ¿contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient needed to end peritoneal dialysis therapy in dwell two of four because their cat bit the line of the homechoice cassette. The technical service representative advised the patient to end the therapy and start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.